Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 6 years and 5 months after the dental implant was installed in intraoral region #19, its fracture was observed. In consequence, the implant was removed. A 35 ncm of primary stability was achieved and the patient presented bone type ii.